Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p91y1n. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.